Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling, defib cycling, ECG and pacing functionality, and 30j self-testing under room temperature, cold soak, and hot soak without duplicating the customer's report. An internal inspection found no discrepancies. The customer's multifunction cable was not returned for evaluation. The analog board will be replaced as a precaution. The board was scrapped after testing. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured before the UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "ECG fault" message and was unable to pace. Complainant indicated that there was no patient involvement in the reported malfunction.